Event description:
The customer reported via phone call indicating that the insulin pump alarm power error 25. Customer's blood glucose was 6.8 mmol/l. The customer was able to clear the error. Rewind and restart the device. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was returned for power error; detailed trace analysis confirmed the alarm was triggered when backup battery unloaded voltage was less than 3.7 volts for consecutive 240 minutes. Analysis of micro timer in detail trace confirmed that the root cause is the non-sleep anomaly software error. The insulin pump passed displacement test. The insulin pump had cracked reservoir tube lip, scratched case and minor scratched window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.